Event description:
It was reported that there was atrial lead impedance warnings. The atrial unipolar impedance was higher than bipolar and there small p waves measured. The lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.